Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device history logs indicated that the electrode pads were not connected to the patient for approximately two minutes, which by design, the device appropriately advised CPR to be performed. The pads where applied to the patient during the device CPR interval, but removed shortly after before the next analysis initiated. The device performed as designed. It's also important to note that the patient had bounding pulse. The customer was notified that the electrodes should not be applied to the patient who is conscious or breathing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.